Event description:
The catheter was introduced before surgery and worked satisfactorily then and during surgery. Upon arrival of the pt in the sicu postoperatively, the catheter ceased to function. The catheter was removed and discarded, and another catheter was placed and used uneventfully.